Event description:
It was reported that a catheter break occurred, located in the distal/spinal segment. The patient returned to the hospital due to underdose symptoms, a dye study then showed a break in the catheter. The health care provider (hcp) as a result decided to replace the spinal segment of the catheter with the same catheter model; an 8731sc. Diagnostic testing and troubleshooting included the dye study as well as x-rays. Actions requited as a result of the event included a revision, during which time a dye study was reportedly performed, along with hospitalization, explant and replacement. The explanted portion of the catheter was to be returned. The patient¿s status at the time of the report was listed as ¿alive ¿ no injury¿. The device system was used to deliver morphine and bupivacaine. It was later reported that the patient had not been involved in a sudden fall or something else that led to any type of sudden posture change. It was reported ¿the fixation¿ was not checked and was done properly with an anchor. The exact location of the catheter fracture was prior to the entry of the intrathecal space. It was not known to the device manufacturer representative if the patient had any weight gain or if the catheter issue was due to the anatomic structure of the patient. The patient was reportedly feeling fine and was receiving effective therapy following the catheter replacement.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, 2014-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the returned catheter revealed a catheter body, user related hole. In addition a compressed area in the catheter body was also observed.